Manufacturer narrative:
A visual exam of the returned device found that the distal tip was kinked, crushed and lacked paint. The condition of the returned incident device was consistent with the complaint that the device was kinked. The most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
Note: the date of event is unk. Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report# 3005099803-2009-04529 for the other associated device info. It was initially reported to boston scientific corp on jun 30, 2009, that a rapid exchange biliary stent system and a contour ercp cannula were to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, a kink was identified in the contour cannula upon removal of the device from the package. Additionally, the guide catheter was found to be kinked which made loading the stent impossible. The procedure was completed with another contour ercp cannula and rapid exchange biliary stent system. There were no pt complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; crushed cannula tip.